Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/01/2016 with the following findings: a review of the black box indicated multiple ¿loss of prime¿ warnings had occurred. The pump powered on normally and successfully completed rewind, load, and prime steps. The pump was exercised for 24 hours with no issues occurring. The force sensor calibration was found to be within required specifications. The pump casing was opened and no defects were found to the force sensor assembly. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked and the display was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump emitted multiple loss of prime warnings while multiple cartridges from the multiple boxes were in use. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.